Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a video was provided for review. The investigation of the reported event is currently underway. (Expiry date: 09/2022).

Event description:
It was reported that during a stent placement procedure through the rfv via an ipsilateral approach, the distal end of the device was allegedly found to be stuck on itself. It was further reported that the device faced expansion issue. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available. Provided video streams demonstrated that the expanded stent adhered to the inner catheter in the area of the silicone brake at one spot. The stream also confirmed that the stent finally broke free from the system upon movement leading to successful deployment, which leads to a confirmed result for expansion issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant instructions for use for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 09/2022), g3. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure in the right iliac vein through ipsilateral femoral access, the distal end of the device was allegedly found to be stuck on itself leading to expansion issue in the lower 1/3 of the stent. Twisting of the system finally led to successful expansion/ release of the stent. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history record of this lot was reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available. Provided video streams demonstrated that the expanded stent adhered to the inner catheter in the area of the silicone brake at one spot. The stream also confirmed that the stent finally broke free from the system upon movement leading to successful deployment, which leads to a confirmed result for expansion issue. A definite root cause for the reported event could not be determined. Labeling review: a review of the relevant for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 09/2022), g3. H11: h6 (method, results). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the right iliac vein through ipsilateral femoral access, the distal end of the device was allegedly found to be stuck on itself leading to expansion issue in the lower 1/3 of the stent. Twisting of the system finally led to successful expansion/ release of the stent. There was no reported patient injury.